Manufacturer narrative:
(B)(4). The peritonitis was manifested by abdominal pain. The cause of the peritonitis event was reported to be use error due to a breach in aseptic technique. The breach was further described as the patient not wearing a mask and improperly disconnecting from the automated peritoneal dialysis device. The day after admission to the hospital, the home patient was treated with zyvodix (600 mg, twice a day, route and duration not reported) for peritonitis. Seven days after admission to the hospital, the patient began treatment with meronem (one gram once, then 500 mg with route, frequency and duration not reported) and diflucan (200 mg, once, route not reported) for peritonitis. The cause of death was further specified to be peritonitis and pleural leakage. An autopsy was not performed. The patient was performing automated peritoneal dialysis therapy at home and continuous ambulatory peritoneal dialysis therapy while hospitalized. Dianeal, physioneal, and extraneal therapies were ongoing until the time of death. The reported product is for unknown baxter disposables (not the previously reported transfer set). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4), and cmplnt-(B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and subsequently passed away coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced peritonitis and manifested by cloudy effluent. The patient was hospitalized for the peritonitis event. Treatment for the peritonitis was not reported. Subsequently the patient passed away. The cause of death was reported to be due to peritonitis. It was not reported if an autopsy was performed. It was not reported if peritoneal dialysis (pd) therapy was ongoing up until the time of death. No additional information is available at this time. This is report 1 of 3 involved in this peritonitis event.